Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the tubing has a small tear at the connection point closest to the patient's end.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The actual sample was not returned for evaluation; therefore, the complaint could not be confirmed. In the current manufacturing procedure, 100% leak testing is conducted at the assembly area; therefore, a defect of this type would be detected prior to release. Ten samples were selected from current production at the manufacturing facility and inspected. No defects were found on the samples. They all passed a visual exam and leak testing. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the tubing has a small tear at the connection point closest to the patient's end.